Manufacturer narrative:
The device was not yet returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation. Linked to mfg. Report numbers: 9612007-2020-00013 and 9612007-2020-00012

Event description:
This is 1 of 3 reports it was reported that even if the ip1p probe (kit containing cc1.p1 and the ip1 introducer) had been implanted for several hours, it did not provide any data on 16jun2020. There was no patient injury or increase in surgery time reported.

Event description:
N/a

Manufacturer narrative:
Additional information was received on 09july 2020 with the following: the device was tested with two monitors and cable before deciding to explant the probe. The device was implanted and after value checked. The value was not checked before implantation. On 07jul2020, the four monitors were cables were checked; everything worked well however the monitors were late to be recalibrated. Three probes concerned one patient; they tried to measure oxygen "3 tile" in 48 hours without success. The oxygen value could not be measured with the probe. The position of the probe was good as it was checked with CT scan and it was well positioned. The value of oxygen measured were 0.1 or 2 and the temperature was correct.

Manufacturer narrative:
UDI - (B)(4). The device history records of ref ip1p lot 216898, sn (B)(6) were reviewed and did not reveal any anomaly that could explain the reported event. The cc1p1 probe lot 216898, sn (B)(6) was received inserted in its introducer ip1, without the bolt. The tubing of the probe is pinched at 60mm from its tip; at the level of the pinch, the anode is broken. Electrode wires have been moved, they are corrugated on the section above the pinch of the catheter. Numerous air bubbles are present on the whole length of the probe. The probe was tested and found non functional, no signal was obtained (no oxygen pressure value measured). This probe sn (B)(6) was tested within specifications at time of manufacturing, as shown on the device history records. The complaint is verified, the received probe is not functional because of the anode breakage at the level of the observed pinch/kink. Given the location of the pinch, it is likely related to an excessive overtightening of the bolt on the compression cap. The instructions for use are deemed adequate regarding tightening of the compression cap. No further investigation nor corrective action is deemed required.

Event description:
N/a.